Event description:
It was reported to boston scientific corporation that a rx ercp cannula standard tip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown). According to the complainant, while introducing the cannula, the distal tip fell off into the bile duct. The tip was removed and the procedure completed with another rx ercp cannula standard tip device. According to the complainant, there was no harm to the patient as a result of this event.

Manufacturer narrative:
A visual examination of the returned device noted the single lumen was detached from the bonded joint area and the two pieces of the device were kinked. The distal 27.8 centimeters of the device had detached from the bonded joint area. The proximal flared end of the single lumen was out of round and rough in appearance. The duckbill valve, duckbill valve tube, and fep sleeve were inserted backwards into the proximal end of the single lumen extrusion. The single lumen extrusion was kinked in multiple places. The outer diameter of the proximal end of the single lumen was measured and found larger than the specification during manufacturing. The duckbill valve, duckbill valve tube, and fep sleeve were pulled out of the single lumen extrusion. The proximal end of the duckbill valve tube was accordioned. Flash was found on the proximal half of the duckbill valve tube and on the distal end of the dual lumen extrusion. The dual lumen extrusion was kinked in multiple places. The exact root cause of the single lumen detaching at the bonded joint cannot be determined. A lot history search was performed and no other complaints were found against this lot.